Manufacturer narrative:
This report is being supplemented to provide results of additional microbial testing and evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated an all channel and distal end samples were collected on march 9, 2023. The all channel sample tested positive for staphylococcus coagulase negative with 1 colony forming unit (cfu). The distal end tested positive for champignons filamentous with 1 cfu. The scope was reprocessed and sent for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was returned and evaluated by olympus. Evaluation found the bending section cover adhesive was separated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water, auxiliary, balloon, and forceps elevator wire channels. Anioxyme x3 was used as the detergent for precleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end. A medica brush (tec care en 065202r20 - lot: 2209096) was used during manual cleaning. Anioxyde 1000 was used for manual disinfection. The automatic endoscope reprocessor was soluscope series 4. Soluscope cln was used as the detergent and soluscope paa was used as the disinfectant. The scope was stored horizontally in a simple cabinet with no drying function. Olympus was used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.